Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Observed an opening assessed as surgical damage.

Event description:
Device has been explanted.